Event description:
On (B)(6) 2007, this pt was implanted with gore tag thoracic endoprosthesis to treat an aneurysm of the thoracic aorta. On (B)(6) 2011, computed tomography angiography revealed expansion of the aorta distal to the distal attachment site along with a type 1b endoleak. On (B)(6) 2011, this pt was implanted with a gore tag thoracic endoprosthesis to treat the endoleak. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
Please note: it is unk which device was most distal. Therefore, one device was selected for this report and the other two devices implanted are listed below: tg4020/05245850; tg4015/05201830. The review of the manufacturing paperwork verified that these lots met all pre-release specifications.